Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the reported issue subsequent to exercising the iabp unit with no failure being produced. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during monthly testing performed by the customer, the cardiosave intra-aortic balloon pump (iabp) generated an autofill error. There was no patient involved and no adverse event reported.